Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was cracked. Patient stated that the battery cap was not damaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/114/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found that the battery compartment was cracked and the threads on the battery cap were damaged, as a result the returned battery cap was unable to secure properly onto the pump. The pump powered up and functioned properly using a test battery cap. No other defects were found.